Manufacturer narrative:
(B)(4). The device history reviews for the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot #73c1600474 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During preparation for a procedure it was observed that the hooks and rubber bands are breaking. The rubber bands appear to have brittle sections. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unopened package of (B)(4) dermahook 1/2 hook 10 pkg/bx 6 hks/pkg for investigation. The returned samples were visually examined with and without magnification. Visual examination revealed that all six dermahooks in the unopened package appear typical. The package was opened to perform microscopic examination on the six dermahooks. The suture knots appear to be tied correctly to the thermoplastic elastomeric (tpe) bands for all six dermahooks. No defects or anomalies were observed. Reference ached files (B)(4) for investigation photos. A functional test was conducted to try and determine if the dermahooks were "brittle and breaking" as the complaint description suggested. One of the dermahooks was attached to a force gauge via the tpe band and stretched until it broke in order to measure the force that was needed to break a band. When pulling by the tpe band, it took about 22.2 newtons (n) to break the band which equates to approximately 4.99 lb-force. Another attempt was made. This time, the dermahook was pulled by the blue suture. It took 21.8 n for the band to break which equates to approximately 4.90 lb-force. A third attempt was made by pulling on the band again. Other remarks: it took 23.5 n to break the band which equates to approximately 5.28 lb-force. In all three attempts , the band broke at the point where it was attached to the force gauge. According to dhf (B)(4), "the band shall be able to stretch to at least double or (B)(6)% its original length with a force of 0.79 - 0.15 lb-force" and "at least triple or (B)(6)% its original length with a force of 0.90 - 0.17 without breaking." All three attempts that were made to break the band took at least 4.9 lb-force in order to break the band which far exceeds that requirement. Another functional test was performed to see how much force was needed to make the suture thread knot tie too tight to the tpe band. Another dermahook was attached to the force gauge. The suture thread was pulled until the tpe band started bulging out of the knot where the suture was tied to the band. It took approximately 3.4 n to make the band bulge through the knot which equates to approximately 0.76 lb-force. Specifications per graphic (B)(4) and the dhf for this product, (B)(4), were reviewed as a part of this complaint investigation. A corrective action is not required at this time since no visual defects or functional issues were found. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "hooks/rubber bands are broken" was not confirmed based upon the samples received. The samples were returned in the original packaging. The bands showed no evidence of being brittle or broken in the packaging. A functional test was conducted to determine how much force had to be applied in order to make the tpe band break and also to determine how much force was needed to make the band material bulge through the suture thread knot. The strength of the tpe band was tested versus the design spec and it exceeds the requirement. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues or visual defects found with the returned dermahooks. No further action will be taken.

Event description:
During preparation for a procedure it was observed that the hooks and rubber bands are breaking. The rubber bands appear to have brittle sections. There was no patient involvement.